Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient could no longer hear with device after suffering a trauma to the head on (B)(6) 2017. The device was explanted.

Event description:
The recipient was no longer able to hear with device after a trauma to the head on (B)(6) 2017. There was no swelling or redness over the implant side. The recipient was re-implanted.

Manufacturer narrative:
Conclusion: investigation results show that humidity ingress led to the device electronics failure over time. However, the device investigation did not show the location of the leak; based on the manufacturer's experience with this kind of device, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. After opening of the housing, visual inspection of the electronics shows damage that is typical for humidity ingress. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.